Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak and aneurysm enlargement are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being stable post tertiary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Correction: g4, h6: h6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a type 3a and 3b endoleak were reported. The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal aortic extension. This event was previously reported under 2031527-2016-00049. Approximately 3.5 years post re-intervention, the patient presented emergently with an aortic rupture and proximal extension migration of 22mm. The physician elected to implant another suprarenal aortic extension to resolve this event. The patient was reported as stable. This event was previously reported under 2031527-2019-00456. Now, approximately 1.5 years post the second re-intervention, the patient presented with abdominal pain. A follow up computed tomography (CT) scan showed sac expansion and a type 3b endoleak. Re-intervention was completed. The physician elected to implant another bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure.